Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported loss of pneumo during the procedure. The surgeon tried to staple the hematoma with the atw35. The gun did not fire. The surgeon reverted to an open procedure and successfully completed the hysterectomy. There was no consequence to the pt.